Event description:
It was reported to boston scientific corporation that a captivator snare was used during a polypectomy procedure performed on (B)(6), 2012. According to the complainant, the snare would not cut through the target polyp. However, after application of saline to the area, the snare functioned as expected and the procedure was completed successfully with this device. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable following the procedure.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and device manufactured dates are unknown. It was confirmed that the device was not used past its expiration date. The complainant indicated that the device was discarded and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.